Event description:
The customer reported to olympus, the gastrointestinal videoscope insertion part crushed around 40 cm and air water supply failed. The issue was found during preparation for use of an unspecified diagnostic procedure that was completed using the same set of equipment. The device was inspected before use. The device was returned for evaluation. During the device evaluation, foreign object was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The customer stated it was unknown if air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the evaluation found air supply volume, water supply volume, water removal ability did not meet the standard value due to clogging of nozzle; connecting tube had a dent; bending angle in up direction, the play of upward/downward angulation control knob did not meet the standard value due to wear of angle wire, bending section cover had a scratch; adhesive on bending section cover had chipped and had white clouded area; adhesive around light guide lens was peeled and had white clouded area; universal cord had a scratch; adhesives around objective lens had white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.